Event description:
It was reported that during a da vinci-assisted surgical procedure, a synchroseal instrument stopped working. The site replaced it with another synchroseal instrument and resumed the procedure with no further issues. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was being used during the procedure and had been working fine. However, when the surgeon went back in to grasp tissue, the instrument failed to open. The surgeon attempted a couple times then opted to use a backup instrument with no other issues. There was no injury to the patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.